Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15032. It was reported that the patient presented for an atrial fibrillation ablation procedure. Upon interrogation after the procedure, it was noted that the atrial lead exhibited loss of capture and loss of sensing, while the right ventricular lead exhibited high defibrillation impedance. An x-ray was performed and the atrial lead was found to be dislodged. The atrial and right ventricular leads were explanted and replaced.